Manufacturer narrative:
The main component of the system and other applicable components are:: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated the device implanted in 2010 wasn't working right. Patient stated she noticed it wasn't working well right after the surgery but when she talked to the doctor about it the doctor told her it should be fine because he fixed it. Patient stated she decided to switch doctors and had her device replaced in 2011 and a new device was implanted in 2011. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No further complications were reported/anticipated.